Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the information, that came with the purewick urine collection system gave very unclear directions on what wipes the patient should use and should provide more details of what is safe or recommended to use (i.e. Baby wipes, summer's eve, etc).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the information, that came with the purewick urine collection system gave very vague directions on what wipes the patient should use and should provide more detail of what is safe/ recommended to use (i.e. Baby wipes, summer's eve, etc).